Manufacturer narrative:
Additional information: after clinical review of this file performed on 11/11/2019, it was decided to remove autoimmune disorder and add code for generalized illness, to more accurately capture the reported event. The patient experienced suicidal tendencies, brain fog, health was at it's worst, body pain and a laundry list of unspecified symptoms. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5089657) that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced several unexplained systemic symptoms including unspecified autoimmune disorders and suicidal tendencies. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.